Event description:
It was reported that during a scheduled lead revision that the set screw of the implantable cardiac defibrillator (ICD) header was unable to be tightened. The physician elected to explant the ICD and complete the procedure with a new ICD. The patient condition was stable.

Manufacturer narrative:
The reported field event of the atrial setscrew anomaly could not be confirmed. The atrial setscrew was tightened and secured properly during analysis. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.